Event description:
Procedure performed was left total shoulder replacement. After fixation of the prosthesis, the shoulder was taken through a full range of motion. The wound was irrigated again. The lesser tuberosity was repaired back with a #2 fiberwire suture. The rotator interval was closed with #2 fiberwire suture. The biceps was tenodesed with #2 fiberwire suture. At this time, it was noted that there was a missing needle and thread. It had been realized that one of the fiberwire threads had fallen to the floor, and felt to have the needle still attached. However, since the needle could not be found, x-rays were obtained at this point. It was noted on the x-ray that a needle had broken off during passage of the needle through the proximal humeral bone and had been retained intramedullary distal to the prosthesis. To have removed the needle would have required removing the prosthesis that was well fixed. It was felt that this would have done significantly more harm to the shoulder. Since the needle was retained intramedullary, it was not felt to be of any risk for migration or problems. The decision was made to leave the needle in place. Dates of use: (B) (6) 2010. Diagnosis or reason for use: surgery.